Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) could not confirm the customer reported issue. The reported issue was not found in relation to the returned instrument. It is likely the wrong part was returned with this complaint. Visual inspection was conducted and no metal parts were found broken or missing. Additional findings not reported by the site: the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No sign of thermal damage were observed. Based on the current information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted total hysterectomy surgical procedure, it was alleged two small metal fragments of a fenestrated bipolar forceps instrument fell inside the patient and were retrieved during the same procedure. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the pieces of a fenestrated bipolar forceps instrument to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, two small metal fragments of a fenestrated bipolar forceps instrument fell inside the patient. The fragment pieces were retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following information: the customer does not know what instrument was used to obtain the fragment that fell inside the patient. The broken piece will not be returned with the instrument. A back-up instrument was used to complete the procedure. The instrument was inspected prior to sterilization. Neither she nor the surgeon knew what caused the fragments to fall off the instrument and she is not aware of any injury to the patient following the surgical procedure.